Event description:
On 03/26/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcct biocomposite swivelock anchor broke inside the patient. All the broken fragments were removed, and the case was completed using a new ar-2324bcct biocomposite swivelock. This was discovered during an rcr procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-2324bcct serial/batch (B)(6) was received for investigation. Visual inspection identified that the device was returned for evaluation without the eyelet broken, still a piece of the device is inside the swivelock shaft. No damaged was observed on the bio/anchor or any other components. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion